Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. Post procedure upon review of remote transmission it was noted that the insertable cardiac monitor (icm) exhibited under sensing. No resolution was performed. The patient was still recovering from initial implant under stable condition.